Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Although requested, no additional information was provided. Tandem clinical diabetes specialist followed-up with customer and reportedly, customer does not believe the event was related to the infusion set but extremely high levels of stress at home. However, customer switched from using the autosoft infusion set to the trusteel and is having much better blood glucose control. Cause for the event could not be determined.